Event description:
A report was received that the patient had a non-device related fall and the ipg was damaged and the patient was no longer able to charge. The patient underwent a procedure and the patient's ipg was replaced and the paddle lead was replaced by two percutaneous leads due to physician's preference. The patient is reportedly doing well.

Event description:
A report was received that the patient had a non-device related fall and the ipg was damaged and the patient was no longer able to charge. The patient underwent a procedure and the patient's ipg was replaced and the paddle lead was replaced by two percutaneous leads due to physician's preference. The patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The complaints of charging difficulty was confirmed as the analog ic was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The analog ic damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001). The root cause of the analog ic damage is unknown.